Event description:
The customer reported that an mp50 monitor began to emit fumes and flames during a training exercise. No pt was involved.

Manufacturer narrative:
(B)(4): the customer reported that an mp50 monitor began to emit fumes and flames during a training exercise. The flames were observed only after the battery had been removed from the monitor. No pt was involved. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.